Event description:
It was reported that the guidewire became entangled with the catheter. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the guidewire within the catheter sheath twisted and externalized outside the catheter. The device was removed, and another opticross imaging catheter was advanced. The second opticross imaging catheter encountered the same issue with the guidewire. A third imaging catheter was then used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
The returned product consisted of the opticross imaging catheter. A visual inspection of the device revealed no damages or defects, however a microscopic analysis revealed that the guidewire exit port was damaged. A test guidewire was used for functional testing, and there was no resistance in tracking the guidewire into the catheter. Regarding the damaged exit port, it occurs due to friction between the edges of the exit port and the guidewire, this friction could be encountered during the advancement of the device since the anatomy characteristics and the maneuvers by the user could lead to an excessive friction that deforms the material. Since no deviations were found in the device history record review, it is most probable that the issue occurred during the procedure. Based on the evidence, this investigation was assigned a conclusion code of adverse event related to procedure.

Event description:
It was reported that the guidewire became entangled with the catheter. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the guidewire within the catheter sheath twisted and externalized outside the catheter. The device was removed, and another opticross imaging catheter was advanced. The second opticross imaging catheter encountered the same issue with the guidewire. A third imaging catheter was then used to successfully complete the procedure. There were no patient complications.